Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an accident on a scooter which caused the patient to lose coverage. As a result, surgical intervention took place on (B)(6) 2019. The physician noted that the lead migrated down and to the left. The physician added a new lead and left the migrated lead in its current position due to the patient receiving relief after programming. Therapy has been restored post-op.